Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix needed more than twenty rotations to extend and retract. It was also noted that the helix would abruptly extend. The lead was not used, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.